Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) during a short run of real ventricular tachycardia (vt). Also noted during ventricular capture testing there was twos when the tested output was lower. Programming options were discussed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).